Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if any malfunction returned, which customer acknowledged and understood.